Manufacturer narrative:
The evaluation is completed. One greenish irrigation sleeve and one teal colored needle tip was returned in a plastic specimen cup along with a swab. Microscopic examination of the swab, needle, irrigation sleeve, and cup was performed. The corners of the hub and the flats of the needle have some gouges and marring. There was material missing. The tip of the needle was dinged and dented. There were tracks or "scars" on the sides of the needle tip that indicate the needle may have come in contact with another instrument. The irrigation sleeve was dirty with particulate and dried solutions. The sleeve was not damaged. No particles were found on the swab, in the cup, or on the cap. As the sleeve was not damaged and no "piece of the phaco sleeve" was found, no further analysis can be performed. Therefore, the root cause is unknown and inconclusive. This investigation is complete. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action necessary.

Manufacturer narrative:
The manufacturing records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility reported a piece of the phaco sleeve broke in the patient's eye. There was patient contact but no injury. There was no enlargement of the incision and no sutures were needed.